Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. MDR was submitted as FDA electronic submission system would not process mdrs at the time of the submission.

Event description:
Customer reported experiencing an allergic reaction and an infection to his adc freestyle libre sensor. Customer further reported experiencing symptoms described as redness, itching, and blistering, and having contact with a healthcare professional who prescribed fucicort (fusidic acid, antibiotic and corticosteroid combination) cream.

Event description:
Customer reported experiencing an allergic reaction and an infection to his adc freestyle libre sensor. Customer further reported experiencing symptoms described as redness, itching, and blistering, and having contact with a healthcare professional who prescribed fucicort (fusidic acid, antibiotic and corticosteroid combination) cream.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed.